Manufacturer narrative:
A doctor reported that a patient's tooth broke when attempting to remove the appliance. The doctor stated that the crown had a large filling and was suspect to fracture. The doctor stated that she does not feel the fracture was due to appliance wear. A new crown was placed. The doctor confirmed that the patient is doing fine and has fully recovered.

Event description:
On (B)(6), 2011, a doctor reported that a patient broke a tooth when attempting to remove the appliance.